Event description:
The customer alleged they received a questionable cardiac t result for one patient on their cobas h232 meter, serial number (B)(4). The cobas h232 meter is not sold in the united states. While in the ambulance on the way to the hospital, the patient was tested with the cardiac t test strip and the result was 289 ng/l. The patient presented with angina and was admitted with chest pains. Based on the initial cardiac t results, the patient was sent for an immediate coronary angiograph which showed no coronary lesions. After the angiograph, the patient suffered major bleeding from the arterial access site in the femoral artery requiring an acute blood transfusion. Additional details surrounding this event have been requested but not provided. The patient had an uneventful recovery. While in the hospital the patient was tested three times using the troponin t hs assay (tnt hs), which is not sold in the united states. The patient's initial tnt hs result was 24 ng/l. The patient's second tnt hs result was 43 ng/l. On (B)(6) 2013, the patient's third tnt hs result was 37 ng/l. The customer's h232 meter was returned for investigation. Retention cardiac t test strips from lot number 28155510 were tested on the returned h232 meter and a qualified h232 meter. An investigation was also conducted on retention cardiac t test strips from lot number 28140410. All of the test measurements fulfilled the requirements.

Manufacturer narrative:
In the product problem box was incorrectly checked in the initial report.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.